Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: left mentor smooth round spectrum 325cc saline prosthesis, catalog: 3501450: serial number: (B)(4), lot: 5932263. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision with mentor smooth round spectrum 325cc saline prostheses on (B)(6) 2009 is experiencing possible right implant leaking and reported that the implant moves. The device is still implanted, and no further information was provided.

Manufacturer narrative:
The device history record (DHR) was reviewed on 7/10/2018, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).